Event description:
A patient contacted baxter regarding pinholes in the drain bags of 2 y-sets. The patient states that he believes they are getting 'pinched' in the machinery during manufacturing. The patient stated that the box and packaging of the y-sets were fine. No injury or medical intervention was reported.

Manufacturer narrative:
(B) (4). Batch review of the reported lot noted no issues. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line for trends, and take corrective / preventative action as appropriate.